Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was low blood glucose that led to brain damage. The caller stated that the customer had depression and loss of appetite that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller believes the customer was wearing the insulin pump at the time of death. The caller does not believe the customer was using sensors. The customer went low with no one around to help them, they ended up brain dead, and was on life support for a few days before being taken off life support. The caller declined to return the insulin pump for analysis.